Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. The product was implanted on (B)(6) 2007. Boston scientific's lynx device was also implanted on this date. It is also possible that a second xenform and a second lynx device were implanted during a second surgery on (B)(6) 2010. This has not been confirmed by a health care professional. The complaint via the attorney was that the pt suffered an injury (unspecified). It is not known when the event occurred. It is not know what the pt's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
It is possible that both a second xenform device and a separate boston scientific lynx device were also implanted on (B)(6) 2010 but this has not been confirmed by a health care professional.